Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a battery life issue. There is no indication that the product issue caused or contributed to an adverse event. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 08/04/2015-product analysis:the device was returned and evaluated by product analysis on 07/20/2015 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the black box revealed no related alarms or issues. Data relevant to the complaint was overwritten due to extended pump use. The battery compartment was cracked. The battery cap threads were damaged. The battery cap was able to secure to the pump. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were within specification. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.